Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following implantation of a rayone galaxy toric rao615x iol the patient reported visual disturbances and visual impairment. The additional information received identiifes "the patient had demanded multifocal iols from the onset because his brother had multifocal iols". There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. Additionally, the rayone IFU features the following contraindication "patients unlikely to adapt to simultaneous multiple retinal images". The patient underwent an additional surgery and the lens was explanted and exchanged. There is no fault of the rayner device.

Event description:
On 23rd september 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that the patient underwent implantation of the iol and post-operatively reported visual disturbances and impairment consistent with dysphotopsia.